Event description:
The following article was received based on a literature review: article: predicting intraocular lens tilt using a machine learning concept a prospective single-center study was done to use a combination of partial least squares regression and a machine learning approach to predict intraocular lens (iol) tilt using preoperative biometry data. A total of 76 eyes of 50 patients underwent cataract surgery and were implanted with dcb00 single-piece iol (johnson & johnson vision). The healon (johnson & johnson vision) viscosurgical device was also used during the procedure. Postoperative astigmatism was -1.1 d (standard deviation (sd): 0.6; median: -1.0; range: -3.0 to -0.25). The mean pupil decentration was 0.38 mm (sd: 0.18) in the nasal direction. Preoperative and postoperative amount of tilt was found to be 5.1 degrees (sd: 1.1; median: 5.0; range: 2.1 to 7.6; skewness: -0.04; kurtosis: -0.14) and 5.0 (sd: 1.3; median: 5.2; range 2.2 to 7.5; skewness: -0.46; kurtosis: -0.44), respectively. It was also reported that the mean iol tilt in right eyes was 4.9 degrees (sd: 1.38 degrees, range: 2.2 to 7.1) compared to 5.57 degrees (sd: 1.69, range 3.3 to 12.9) in left eyes. There are no indications in the article of any interventions provided.

Manufacturer narrative:
Section a2 - age: mean age 74.7 years, (sd: 8.0; median: 76; range: 51 to 90 years) section a3a - sex: female-to-male ratio was 36 to 14. Sections a3b, a4 and a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is march 21, 2024. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial numbers were not provided. Section d4: UDI number: unknown, as the serial numbers were not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: not applicable, as lenses remain implanted. Section h3 - the devices were not returned for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial numbers were not provided. Section h6 - health effect - clinical code: 4581: no code available (device dislocation) citation: klemens waser, md, febo, andreas honeder, bsc, nino hirnschall, md, phd, mhba, febo, haidar khalil, md,leon pomberger, md, peter laubichler, md, febo, siegfried mariacher, md, febo, matthias bolz, md; j cataract refract surg 2024; 50: pp 805¿809 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.